Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump due to the damage. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.